Manufacturer narrative:
(B)(4) = pcb component. Batch # m52d9w. The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No conclusion could be reached as to what may have caused the pcb component to malfunction, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats left upper segmentectomy and wedge resection procedure, on the sixth firing with a green cartridge, while attempting to remove the lobe section the device would not fire, would not open, like the battery was dead. The device was opened and removed from the tissue. A second device was opened and the procedure was completed with no patient consequence.